Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the user was unable to access the patients information. A technical support specialist reached out to the customer, who indicated that they had resolved the issue independently. The device functioned as intended after the customer resolved the issue.

Event description:
It was reported by the customer that a pyxis anesthesia system (pas) had a user unable to view patients. Customer reported that the malfunction occurred when user tried to issue medication to patient. There were no adverse events or injuries reported based on this event.